Manufacturer narrative:
B3: date of event is unknown. The date of event has been approximated as 07-nov-2024. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two mtraclip xtw were successfully implanted, reducing mr to a grade of 2. On and unknown date, an echocardiogram was performed and revealed an anterior leaflet tear, and that the second clip previously implanted had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), and causing the mr to increase to a grade of 4. On (B)(6) 2024, the patient then underwent a mitral valve replacement surgery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and a cause for the reported slda resulting in unspecified tissue injury and mitral valve insufficiency/regurgitation cannot be determined. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
General information: become aware date changed from 22-nov-2024 to 29-nov-2024. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and a cause for the reported slda resulting in unspecified tissue injury and mitral valve insufficiency/regurgitation cannot be determined. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.